Manufacturer narrative:
Device evaluation of belt (B)(4) has been completed. The reported problem (does not communicate) was investigated. Upon evaluation, the trunk cable connector was cracked, creating an insecure connection between the monitor and electrode belt. The root cause of the damaged connector is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt indicating that it would not communicate with a test monitor.